Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2016, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (1,750 mcg/ml, 323.3 mcg/day) and morphine (45 mg/ml, 8.314 mg/day) via an implantable pump for movement disorders. On (B)(6) 2018, the hcp erroneously bypassed the bridge bolus. The hcp reported the patient was in the clinic yesterday, and the hcp was changing the morphine concentration from 45 mg/ml to 40 mg/ml. The dosing was changed from 8.314 mg/day to 7.388 mg/day. The caller reported that the hcp did not change the concentration of dose in the programming, even though they filled the reservoir with 40 mg/ml drug. The caller wanted to calculate when the patient would begin getting the new 40 mg/ml. Tech support reviewed that the patient would begin getting the new 40 mg/ml drug at a range of 47 hours and 55 minutes to 59 hours and 37 minutes at a dose of 7.388 mg/day. The caller reported that the hcp would probably wait to program the patient's new dose at the next refill. They planned to bypass a bridge bolus at the next refill. There were no patient symptoms reported.

Manufacturer narrative:
Continuation of d11: product ID: 8870; product type: software g9; corrected information: the correct manufacturing site ID for this report is (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2016, product type pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) regarding the reason the bridge bolus was bypassed. The patient requested a deceased opioid portion of infusion, which also contained baclofen. The new infusion rate contained lower morphine dose, same baclofen dose. The patient had been discharged from the hospital ICU the same morning as pump seen, still ill. Hcp chose to continue same settings and documented this for future programming, with close follow up. This insured that baclofen dose would remain unchanged and not jeopardize the patient's recovery with potential problem with bridge conversion. The patient lived 3 hours away, and access was difficult to pump specialist.